Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer inquired about the safety notification on the scroll wrap feature on his insulin pump. The customer stated he caught himself accidentally dosing for a bolus and basal. The customer also reported a motor error alarm had occurred. Customer's blood glucose was 363 mg/dl. The customer stated he was able to complete the rewind sequence on his insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported receiving a low battery and weak battery alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).